Event description:
It was reported to philips that the system gave a remote alert, which can impact system geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was being performed and was completed by restarting the system with a 3 to 5 minutes of delay due to restart. The philips field service engineer (fse) visited system onsite and confirmed the geometry error. The system logfiles shows errors as remote alert: priority - rmt - pos: programming error: gscrt 000. Upon troubleshooting, the fse found that customer it network experienced a data packet storm due to which the system experienced geometry issues. To resolve the issue, fse instructed customer to operate the system on a stand-alone mode until the customers it network issue get resolved. The system was reconnected to customer's it network upon the it network issue was resolved, after which no errors were observed on the system and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An additional information concludes that no malfunction with the philips system, the geometry issue occurred due to customers network problem. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.